Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during analysis at clinic, clinician visualized a noise reversion and false automatic mode switch episode. Programming changes were made which solved the issue. Patient was stable.